Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head was "not focusing properly, unclear image." There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The failure of the camera cable indicates that the internal ccd may have failed. Therefore, it was likely that the image defects and the out-of-focus phenomenon are occurring because the camera is unable to communicate normally. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was "not focusing properly, unclear image." There were no reports of patient harm.